Manufacturer narrative:
Further info regarding this shutdown has been requested for investigation. A supplemental medwatch will be provided when the investigation has been finalized. (B)(4).

Event description:
(B)(4).